Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that all the accessory devices flushed as per instructions for use (IFU) and the operator had taken neuronmax long sheath place at the internal carotid artery (ica) origin, navien 6f placed at cavernous segment, and phenom had been placed in left m2. While deploying ped shield at distal segment it had opened very well but at terminal ica aneurysmal neck region it would not open. The operator had tried resheathing 3 times and replacing technique but no use. At last the operator pulled back ped2 in phenom, but at the hub it detached in the microcatheter, only pusher wire came out. There was failure to open in the middle section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of an amorphous, unruptured left terminal ica big aneurysm with a max diameter of 10 mm and a 7 mm neck diameter. The landing zone was 3.2 mm distal and 4.1 mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was as per protocol. The angiographic result post procedure was stasis in the aneurysm. Ancillary devices include a neuron max sheath, navien 6f - d035606 guide catheter, phenom 27 - 230755173 microcatheter, traxcess guidewire.

Event description:
Additional information was received. It was clarif that the ped has a premature opening while in the hub. The cause of the event was not determined. During the procedure, the pushwire was pulled back slightly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.